Event description:
It was reported that a right ventricular (rv) lead has had a high rv threshold soon after it was implanted. Physician waited until the implantable cardiac defibrillator (ICD) needed to be replaced, then the lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.